Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Reportedly, the customer had not been using the pump for the past month due to the customer swimming a lot and reverted to manual injections. When the customer attempted to load a new cartridge to start using the pump again, the altitude alarm occurred. The customer's blood glucose (bg) level was initially not impacted. However, a follow up with the customer indicated that they experienced an elevated blood glucose level of 600 mg/dl with the most recent altitude alarms and it was addressed with a manual injection. It was confirmed that the customer had a backup method of insulin delivery available.